Event description:
It was reported that an ilet pump user¿s spouse stated the replacement pump did not provide vibration feedback during touch-screen interactions such as unlocking, selecting the utensils button, or choosing a meal, whereas the prior pump had tactile feedback, making operation difficult for the user; no device component implicated was identified. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the customer and analysis of information provided by the user and third party. Investigation of this case revealed no findings available, and insufficient information was reported regarding a specific medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established.